Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 24 mg/dl. Customer stated that she lost her meter and could not check her blood glucose and stated that she started dialysis prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.